Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is pehttp://emdr.FDA.gov/emdr/formredaction/rformed.

Event description:
It was reported that the cartridge was leaking at the septum. Customer loaded a new cartridge to address the issue. In addition, it was reported that resistance was experienced during the fill process. A syringe needle change and cartridge change was performed resolving the issue. Customer's blood glucose was between 100-150 mg/dl.